Manufacturer narrative:
(B)(4). As the device was not returned and the lot number is unknown, a device analysis could not be completed. However, it was reported that the nurse did not lower the primary bag to the correct height. The staff at the customer facility was to be retrained on this product use. Should additional relevant information become available, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that underinfusion was observed in an unknown secondary administration set. The reporter stated that the primary bag was not lowered to the proper head height with the blue hanger. This occurred during infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.